Manufacturer narrative:
Three pieces of the lot 141356 and a piece of the lot 141188 reference 03.70.240 (k140361); cervical plate l2x40mm were removed due to left arm and neck pain 3 years and 3 months after primary. The patient has pseudoarthrosis. A piece of the lot 141356 was found broken by the surgeon. Batch review performed on 05 june 2018; lot 141356: (B)(4) items manufactured and released on 22 october 2014 expiration date: 2019-08-31 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of left arm and neck pain 3 years and 3 months after primary. The patient has pseudoarthrosis. The surgeon removed medacta screws and 1 plate. One screw could have not been removed as the head was found broken during revision. The surgeon was able to recover the head of the screw. The surgery was completed successfully.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director on 11 june 2018: revision surgery occurred 3 years after primary procedure due to pseudarthrosis. Incomplete fusion is a possible adverse events and may be due to different factors either mechanical or patient related. On the basis of the information provided it is not possible to determine when the screw breakage occurred and its relation with pseudoarthrosis.